Manufacturer narrative:
(B)(4). There was no reported product deficiency. Death is a known adverse pt event listed in the xact instructions for use. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design or labeling.

Event description:
Device issue: none. Adverse event (ae): sudden cardiac death. Time of ae: post procedure. It was reported via a trial that an xact stent was successfully implanted in the right internal carotid artery on (B)(6)2010 and the pt was discharged home the next day. The pt was waiting to have an implantable cardioverter-defibrillator placed pending 30 day post carotid procedure clearance. However, on (B)(6)2010, 2 days post procedure, the pt was found dead in bed. The physician reported the cause of death was sudden cardiac death, ventricular fibrillation. The cause of death per death certificate was heart failure and heart disease. Autopsy was not performed. Though requested no additional info was provided.